Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high thresholds and high out-of-range pace impedance measurements. Subsequently the rv lead was surgically abandoned and replaced. During the revision procedure, the high out-of-range pace impedance measurements were reproduced when the rv lead was connected to the pacing system analyzer. No additional adverse patient effects were reported.